Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there was physical damage in the form of cracks on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit was programmed and monitored for 2 days. No a13 alarm noted. Unit failed vibrated check on self test due to broken red vibrator motor wire. Unit had broken battery tube threads, minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.